Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history records (DHR) and lot history could not be reviewed. Functional testing could not be conducted. Without a sample, it was not possible to isolate the root cause. (B)(4).

Event description:
A company representative reported that leaking was noted from the fluid management system during a procedure. The surgeon reported the surgery was stopped several times due to an aspiration failure. Pt impact is unk. Additional info has been requested.